Event description:
It was reported that during a cardiomems sensor implant, the patient¿s distal pa was perforated by the guidewire (non-(B)(6) device). The implant was successful after the perforation, and the sensor is working correctly. Patient is stable. The abbott rep confirmed that although the implant was successful and the patient was able to get a reading with their pes, the delay that was caused by the perforation was clinically significant. The patient was admitted for observation but is now stable and actively taking readings. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).